Event description:
At the conclusion of ptca and stenting of the mid and right coronary artery an angioseal was attempted to deploy in the left common femoral artery. The #8f angio-seal failed to deploy the foot on withdrawal. This led to failure to deploy the device. Hemostasis was achieved using manual compression.